Event description:
My daughter received the st jude trifecta valve (B)(6) 2017. She did fine up until 8-10 months ago. She developed fatigue, shortness of breath, and edema. It took her 6 months get in to be seen by a cardiologist. When she finally did, she was in severe heart failure. She had an echo completed and her ejection fraction had reduced to 20% and her implanted aortic valve was severely stenotic. She was transferred to a higher level of care. She underwent open heart surgery (B)(6) 2024. She required echmo and a pump. Her chest was never able to be closed. She fought for 10 days and passed away (B)(6) 2024. (B)(6) hospital in (B)(6) should have pictures of the valve. I do not know if they kept of valve or sent it for pathology.